Event description:
It was reported that a malfunction occurred on the pump multiple times in the last month. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the current pump until a replacement was sent by technical support, who also provided instructions for returning the malfunctioning pump and guidance for the setup of the new pump.